Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current message was confirmed. A bias current message is displayed by the console due to either an open motor circuit or a short in the motor circuit that causes a voltage change which is sensed by the console. This will cause the console to turn off the drill. In the case that the user manually overrides the error, there is the potential for run on to occur. The tech visually confirmed a motor failure, and corrosion was found on the motor. The motor issue can cause or contribute to the bias current message.

Event description:
After return to the manufacturing facility, it was reported during service inspection that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Event description:
After return to the manufacturing facility, it was reported during service inspection that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.